Manufacturer narrative:
Submit date:12/9/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states the unit has a high feed rate. Additional information has been requested with no response to date.